Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a mastectomy with immediate reconstruction with breast implant in which veritas was used. It was reported the veritas was stitched to the chest wall to act as a sling to hold the implant. Following the procedure there were unspecified wound healing complications. The patient underwent a revision surgery approximately two months later. The revision surgery involved replacing the implant and repairing the mesh as it was reported as ¿started to disintegrate¿. Following the procedure, there were further complications and problems with wound healing (unspecified). A second revision surgery was attempted approximately two months later. During the second revision procedure, the surgeon decided not to proceed with the revision. The breast implant and the mesh were removed and the patient was left without a breast. At the time of this report, the patient was waiting for a breast reconstruction using free tissue transfer. No additional information is available.